Manufacturer narrative:
Evaluation, method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Lead fragment was found in the ipg header. Conclusion: the reported complaint was confirmed; as received the ipg has a terminal end electrode broken off inside the lower header port. The ipg passes all functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that during a lead revision procedure when the doctor removed the lead from the ipg header, the first lead contact broke off in the ipg header. The doctor subsequently replaced the ipg and lead.